Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Reporter stated the infusion tube separated from the infusion set while the customer was sleeping. No adverse event was reported. The alleged product was requested for evaluation.